Manufacturer narrative:
Non-healthcare professional investigation it has not been possible to further investigate or evaluate this alleged event based on the limited information and or no device failure provided to date. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
It is alleged that the patient received a cook celect on (B)(6) 2014. It is alleged that the patient was injured without further explanation. Hospital and medical records have been requested, but not yet provided.

Event description:
Patient allegedly received an implant via the right common femoral vein due to deep vein thrombosis (dvt) and pulmonary embolism (pe). Patient is alleging device tilt and vena cava perforation. Per an operative report (thrombectomy, angioplasty, stent placement): "the first image from the left sheath showed acute and chronic process of thrombus in the left popliteal and femoral vein. Catheter placement was then carried out at the proximal femoral vein where imaging of the common femoral vein was carried out on the left side which revealed multiple collaterals with evidence of occlusion of the common femoral vein. Imaging of the ivc showed thrombus within the ivc with caudal cranial and within the ivc filter appeared to be a cook celect ivc filter". "Angiojet from boston scientific was used to perform percutaneous thrombectomy first on the right popliteal, right femoral, right common femoral, right iliac vein and into the ivc". Imaging revealed improvement of the imaging characteristics of both of these systems, but there was evidence of significant venous stenosis at the iliac veins bilaterally specifically the right iliac vein". "A 12 x 80 balloon was placed first in the ivc just below the filter angioplasty, brought into the common iliac vein, the external vein, the common femoral vein, the femoral vein and then the popliteal vein. Imaging after this point revealed evidence of persistent stenosis within the iliac vein in the distal ivc, and so stenting was carried out. A 14 x 90 stent was placed, positioned in the ivc just below the existing filter extending into the proximal external vein. A second 14 x 6 stent was placed with appropriate overlap into the existing stent on the right side. A 14 x 90 stent was also placed in the left iliac system was positioned in the ivc into the common iliac vein. Imaging at this time revealed improved flow through the iliac system, but evidence of retained contrast within the filter. The zalonte percutaneous thrombectomy device was then passed through both iliac systems into the filter to remove thrombus. This last passage of the percutaneous device improved the flow channel within the filter and above the filter. Thrombectomy was carried out within and above but there was still a chronic process of thrombus within this filter that could not be removed and would likely be benefit from lytic therapy, but this was not an option". "The patient tolerated the procedure well". Per a ct2 scan renal stone protocol: "ivc filter with: 4 mm mesenteric perforation. Tilting with the apex against the wall. No fracture, migration, or stenosis".

Manufacturer narrative:
Additional information: h6 (patient and device codes). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: organ/ vena cava (vc) perforation, deep vein thrombosis (dvt), stenosis, tilt. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: anxiety. Unknown if the reported anxiety is directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received. The patient notes and further alleges experiencing anxiety.